Event description:
Additional information was received that the high out of range shock impedance measurements continued to occur, thus the physician opted to perform defibrillation threshold (dft) testing. During the testing he shock impedance was out of range in several configurations. The physician opted to leave the lead programmed in triad configuration as during dft testing the shock impedance was within range. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4);no additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and upon further review found that the shock impedance was greater than 200 ohms when programmed to the triad configuration. Ts suggested bringing the patient in for futher evaluation. The field representative is attempting to obtain additional information. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.